Event description:
Administrator of dialysis called to report, "tubing slipped off the barb fitting" during use. There was no injury reported, however patient was put on prophylactic antibiotics for precautionary measures. Incident was reported to clinic in 05 but he event took place one day earlier.